Manufacturer narrative:
Evaluation summary: the balloon returned deflated. No deformation to the balloon. The device returned with a detachment on the hypotube 0.1cm(1mm) distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Contrast was visible throughout the inflation lumen. The inner lumen patency was verified with a 0.015 inch mandrel. Slight deformation to the distal tip. Image review: two photographs were received from the account. One photo showing the shelf carton label confirmed the device batch # as reported by the account. The second photo confirmed a detachment on the hypotube distal to the strain relief. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity rx drug eluting stent to treat a lesion in a patient's mid lad which was moderately calcified and had 90% lesion stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Sufficient time was given to the balloon to deflate prior attempting to remove the device from the patient. It was reported that the delivery system catheter broke in half during removal post successful stent deployment, at the point where the delivery system connects to hub. Two additional inflations were required as the balloon was stuck during removal. It is assumed by the physician that it may have been due to the calcification. The balloon did not pull back as easily as it should have. There were no issues encountered when deflating the device. No intervention was needed to retrieve the device. The device was pulled out using it's own delivery system. The device was removed by backing out in a rapid exchange fashion. It was reported that everything was successfully removed after the stent was safely deployed. Patient status post procedure is alive with no injury.